Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment was observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci low anterior resection surgical procedure, a broken wire was identified on the large suturecut needle driver instrument. There was no patient harm, adverse outcome or injury reported.